Event description:
It was reported that a small volume folfusor over-infused. The device infused in 34 hours, instead of 48 hours as expected. It was filled with an unspecified amount of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured december 22, 2014 to december 23, 2014. Evaluation summary: the device was returned for evaluation. The attached label indicated that it contained fluorouracil and diluent 5% glucose. Visual inspection on the unit revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the rates were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.